Event description:
It was reported that atrial fibrillation (af) episodes were collected and the egm appeared to show electromagnetic interference (emi) oversensing in the atrial chamber. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.